Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical representative went onsite to verify the reported issue. The exact root cause was not determined but most likely it could be related to application problem - niv with 100% o2 setting caused >110 lpm o2 flow demand. Performed a full verification test but no issue was detected. No evidence for a technical problem with the ventilator.

Manufacturer narrative:
Vyaire medical representative went on-site and received the unit logfile. Performed a full verification but no issue was detected. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us is giving too low o2 dosing alarm when using pressure support ventilation (psv) mode while on a patient. Respiratory therapist (rt) reported that the monitored fio2 on the bellavista dropped to 70 - 80% in psv applications with 100% o2 setting. Furthermore, there was no patient harm associated with the event.